Event description:
Procedure: urologynecological. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Pelvilace biourethral support system was reported to be used/implanted during the same procedure.

Manufacturer narrative:
(B)(4).